Event description:
Ous MDR. During inflation of the passeo-35 balloon in the 80% shunt stenosis of the left vena cephalica, the balloon burst longitudinally and a dissection of about 2cm occurred. The shunt was closed and a new dialysis access had to be set. The physician used a 8ml syringe without pressure control for the inflation.

Manufacturer narrative:
Due to not knowing which lot number this device is part of, a manufacture can not be provided. Due to disposal of the balloon catheter at the hospital, no technical investigation on the device could be performed. The lot number of the affected device is unknown. A list of 3 potentially affected lot numbers was provided and the manufacturing histories of these products were reviewed to determine whether there was any deviation that could account for the reported event. The review of the production documentations of the potentially affected lot numbers (07160543, 11157578, 09146460) verified that all instruments were manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. We can therefore confirm that the instruments were delivered in a leak-proof condition. According to the received information from the hospital a 8 ml syringe without pressure control was used for the inflation. The instruction for use (IFU) states the following: "do not exceed the rbp stated on the label. The use of a pressure monitoring device is mandatory to prevent overpressurization." Based on the conducted investigations no manufacturing related root cause was determined. The use of a syringe without pressure control might have contributed to the event. However, the final root cause for the reported event could not be identified.